Event description:
Upon patient's IV insertion in l arm, IV needle broke in half. Witnessed by caregiver. Part of the needle was extracted, and the other half was intact inside the catheter. As a precaution, area was palpated and patient reported no pain with palpation in the area. 20 g catheter, lot 3902427.